Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation as it was discarded following explant; therefore, a failure analysis of the complaint device cannot be completed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. As a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the lens was explanted by dr (B)(6) at optical express on (B)(6) 2016 as a result of intolerable dysphotopsia (glare, haloes, starbursts) which interfered with activities of daily living and ability to drive and caused patient to crash her car twice. The vision was foggy and of poor quality, the near vision in particular. Lens was replaced with monofocal lens by optical express, followed by yag (yttrium-aluminum-garnet) laser. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.